Event description:
It was reported that during an unk procedure, the clips did not close and would not hold after placing. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.